Manufacturer narrative:
Initial reporter phone number: (B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the heartstart xl+ defibrillator is experiencing a failure message. There was no reported patient involvement.